Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
Revision of a posterior fusion l3-pelvic due to broken rod. The following items were removed from the patient in order to fasten new screws and rods to pre existing construct. 1 x 196789480 cocr rod 480mm 2 x 179762480 ti straight rod 480mm 2 x 179722880 cfx screw 8x80mm 1 x 179712655 poly screw 6x55mm 1 x 179712650 poly screw 6x50mm 2 x 179712645 poly screw 6x45mm 6 x 179702000 set screw innie items have not been listed in synergy product section as are concomitant products.